Event description:
It was reported that patient presented in clinic for routine generator change on (B)(6) 2021. It was noted that patient had no low voltage output on their pacemaker due to electrocautery which caused asystole. Alternative pacing support was quickly performed, and a new pacemaker was successfully implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of pacing inhibition or loss of capture was not confirmed. The device was returned for analysis. The device was received in back up mode due to exposure to cold temperature post explant. Electrical and longevity analysis was normal with no anomalies found.